Event description:
Patient reported their implant was already at eri (2.57 v). The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient service specialist emailed local medtronic representative to notify them of situation. No symptoms were reported. Patient services (pss) received call from patient from phone two. The patient reported the same information in regards to the implantable neurostimulator (ins) displaying eri. They stated that last night they had to cut the system off because the system was going crazy. The patient stated the therapy was hyping them up so much they couldn't sit down and it felt "like they were on fire". The patient stated that they have attempted to contact the hcp but have not been able to get through to anyone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.